Event description:
It was reported that right ventricular (rv) lead thresholds were climbing post-implant. The lead was noted to have pulled back as it slipped easily through the suture sleeve. The lead was repositioned, tightly secured and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.